Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery capacity test failure. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
Multiple attempts were made to request additional information. The reporter has not responded. No further information regarding evaluation is available.